Manufacturer narrative:
Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. Patient product ID: 3998, lot# j0555194v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
It was reported that there was an elective replacement indicator (eri) message. It was stated that the patient was receiving good therapy. It was noted that contact 4 was showing impedances that were >3600 ohms. It was further noted that it was unknown when the >3600 ohms impedance first appeared. It was stated that there had not been any therapy problems at the time of this report and that the eri message was normal. Additional information received reported that the cause of the issue was not determined and no malfunctions were identified. It was noted that a manufacturer representative was able to program ¿around¿ contact 4. It was stated that no replacement surgery had been planned.